Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort and unintended stimulation in the groin and mid back and spreading throughout the body, irrespective of stimulation turned on or off. Normal impedances were noted at reprogramming sessions. CT scans of abdomen and x-rays of thoracic spine show lead in appropriate position and ipg appears to be intact. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information identified that surgical intervention was undertaken wherein the scs ipg was explanted and replaced.

Event description:
Follow up information identified postoperatively, the patient continues to experience unwanted tingling in his groin prior to any new programs being set. The physician recommended utilizing burst therapy to help alleviate the patient¿s issue.